Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to a suspected shock. Review of the data did not identify any stored episodes in the collection period. The left ventricular pacing impedance was greater than 3000 ohms, but has been out of range for the past six months. The device was previously programmed to account for these measurements. A boston scientific technical services consultant discussed the reported clinical observations and confirmed the presenting device data shows the device is operating per programming. No adverse patient effects were reported.